Event description:
Medtronic received information that pump error 130 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Customer returned device for an alleged pump error 130 alarm found on 08-jul-2021. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08660 inches. No unexpected pump error 130 alarm noted during the testing. Successfully downloaded history files and traces using thus. Pump error 130 alarm was recorded and found in the formatted history file on the event date: 07/08/2021 13:43:18.000, 07/08/2021 13:53:00.000; 07/08/2021 20:56:32.000, 07/08/2021 21:06:00.000. No device error 37, 38, 39, 41, 42, 43, 79, 80 and 82 alarm on the formatted history file noted. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator¿assembly noted. Device error 130 alarm was confirmed, problem isolated on the motor assembly. Force sensor zero offset within specification (22.4 millivolt). The motor was tested outside of the device on the and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a partially broken battery tube threads, a scratched case, a cracked case behind the device near the battery tube compartment and a end cap address label missing. A cracked retainer and a cracked reservoir tube lip were confirmed. Pump error 130 alarm was confirmed. Pump error 130 alarm according in the formatted history file download, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.